Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, improper surgical technique was identified as the surgeon used excessive force during the explant procedure which caused the neurostimulator to fracture. The stimulator is used to treat pain. The cause of the fractured neurostimulator is due to incorrect surgical technique as the surgeon used excessive force during the explant procedure which fractured the device (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
During an explant procedure on (B)(6) 2025, the neurostimulator broke at the level of the circuitry. A portion of the neurostimulator remains implanted in the patient and a new neurostimulator was implanted. As of (B)(6) 2025, there is no plan to remove the remaining portion of the neurostimulator. The patient followed up with the implanting clinician on (B)(6) 2025. The patient was given instructions on caring for their surgical soreness. The patient has agreed to start wearing their device and is comfortable with the plan moving forward. There are still no plans to explant the remaining portion of the neurostimulator.